Event description:
It was reported to resmed germany that an astral device had no power. The device was not in use when the fault occurred, therefore there was no pt involvement. Ref MFR # 3004604967-2015-00173.